Event description:
The manufacturer received a work order reporting that the everflo device has issues with low purity. During the evaluation of the device at the third-party service center, the device was visually inspected and found the cover was melted and due to faulty sieve valve assembly causing low purity. Additionally, integrated canister, front cabinet, rear cabinet, and flowmeter were replaced.